Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service in 2009 alleging that the onetouch ultra2 meter was testing in the memory mode. The reporter alleged that the issue began five days prior to contact lifescan at 6:30 pm. A few hours after the onset of the alleged issue, the pt began feeling fatigued, light headed, loss of appetite, blurred vision, lacking sleep, and wanting to black out. The pt administers insulin three times daily, morning, afternoon, and evenings. Due to the alleged issue, the pt decreased his dose of insulin and continued taking lantus. No medical treatment was received. According to the troubleshooting performed with customer service, the pt was testing within the memory mode and therefore, the issue was resolved with troubleshooting. Replacement products were sent. This complaint is being reported, as the pt alleged experiencing symptoms related to hyperglycemia due to use error. There was no evidence that the product malfunctioned as the pt was not using the product according to instructions.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.